Event description:
Information received by medtronic indicated that the insulin pump was not connecting to the blood glucose meter for uploading it to carelink. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Pump passed the displacement test. Pump failed self test due to pump error 63. Successfully downloaded history files and traces using thus. Confirmed pump was unable to pair with the test bg meter. Verified the pump alarmed pump error 63 variable 3 during testing on (B)(6) 2023 at time 13:24:35.000 due to hardware anomaly caused by moisture damage. Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, and cracked retainer. No com pump to meter-unresolved confirmed. Retainer ring damage confirmed due to cracked retainer. Pump error 63 confirmed due to hardware anomaly caused by moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.